Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct (cbd) during a cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, at the end of the procedure, the physician articulated the tip of the spyscope ds to see if there were any remaining stones left in the common bile duct. As the tip was articulated it was noted that the working channel sleeve of the spyscope ds protruded out of the distal end of the scope. Reportedly, no part of the spyscope ds detached. The procedure was completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.